Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the handle stayed close once the knife was activated. The surgeon was able to remove it a few times by repeatedly pressing the button. However, near the end of the greater curvature, the instrument got stuck. He had to pull on the tissue to remove it, with just a little bit of blood loss not significant.